Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-mar-2023. H6: investigation summary a device history record review was completed for provided material number 306575 and lot number 2159538. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) affected syringe was returned for evaluation by our quality engineer team. Through examination of the sample, brown particles were observed embedded within the barrel (tip area). The particles do not cross through the barrel wall. Fourier-transform infrared (ftir) spectroscopy was performed on the foreign matter and it was concluded that the material was most likely embedded wood particles. As no wood is in any of the production steps or machinery, it is believed that the wood presence was due to resin contamination from a supplier source.

Event description:
It was reported while using bd posiflush¿ normal saline syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: opened a new 10ml posiflush and noticed spots of brown/reddish sediment staining inside the syringe.

Event description:
It was reported while using bd posiflush¿ normal saline syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: opened a new 10ml posiflush and noticed spots of brown/reddish sediment staining inside the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.